Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Rewind functioned properly during testing. The insulin pump was monitored for a day and no unexpected alarms or alerts occurred. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed her set and did not have issues with blood glucose. The customer will be sent a replacement pump. The customer will return the pump for analysis.